Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead noise and intermittent low pacing impedance were observed on the atrial lead. The physician explanted and replaced the lead. The patient was recovering from the procedure.

Event description:
New information received indicated that the lead was determined to have insulation degradation/breaks. The patient was in stable condition.